Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher by zimmer biomet australia on november 6, 2019 revealed that the calibration was out of specifications but the device produced a passing sample mesh. The comb showed no damage and the cutter turned smoothly. The 1.5:1 ratio cutter, serial number 1510725, produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet australia on november 6, 2019 which included recalibration of the device. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of a damaged cutter. The zimmer skin graft mesher instruction manual notes on page 1 that "a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher".

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the "skin is split in half when meshed". Event occurred during surgery, an additional graft was not required. No adverse events were reported as a result of this malfunction.